Manufacturer narrative:
It was determined the sample volume was low and this is believed to be the cause of the event. All tests results performed during that period were re-validated and no other discrepancies were found. The field service representative checked the analyzer and it is working without any further observations of this issue. Assay performance tests were within specification.

Event description:
The account alleges that the head section was being lowered. When the head reached approximately thirty degrees, the head section suddenly dropped to the flat positon unintentionally. No injury was reported.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received bhcg result of 1 ui/l for one patient sample. Same sample repeated on (B) (6) 2010 on same analyzer gave 6615 ui/l. The test was repeated after the physician became suspicious of the results. The initial result did not match condition of the patient. Reagent lot # for bhcg was 155484. According to the lab manager, the sample was found to be low volume. After investigation by the lab manager, she believed the patient sample was mis-sampled due to low volume. The lab manager communicated to the staff to be more diligent in checking the sample volume prior to testing. All test results during that time period were "re-validated" and no other discrepancies were documented. No adverse events were reported. The field service representative performed checks to verify analyzer performance. The performance checks were acceptable and analyzer is working without further observation.